Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that there was a noise problem presenting on a right ventricular lead. Tachy episodes were detected, but there was no known delivery of therapy. The physician imaged the lead prophylactically with fluoroscopy and disabled defibrillation therapy. The pt will be scheduled for rv lead replacement. The lead will continue to be monitored normally.